Event description:
It was reported that the patient was experiencing low speed advisory alarms while tethered to their mobile power unit (mpu). Log file analysis showed the pump was failing to maintain the set speed on (B)(6) 2021 that caused low speed advisory and hazard alarms. These events were indicative of either an obstruction to the pump's rotor, or a short to shield condition. X-rays were submitted for review that showed a possible area of concern about nine inches above the driveline's connection to the controller that was wrapped in rescue tape. The site later confirmed the cause of the low speed alarms was a short-to-shield driveline fracture. An external driveline repair was scheduled for (B)(6) 2021.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Section d9: percutaneous lead portion returned manufacturer's investigation conclusion: the evaluation of heartmate ii (hmii) lvas, serial number (B)(6), confirmed external driveline wire damage that could have contributed to the low speed events captured within the submitted log file. The system controller log file contained data from (B)(6) 2021, per the timestamps. Several low speed events were captured on (B)(6) 2021 while the patient was connected to the mobile power unit (mpu). The events were also associated with elevations in pump power, as well as low speed, yellow wrench, and low flow alarms. Based on previous complaint experience, this type of behavior captured within the submitted log file is indicative of a potential driveline issue, resulting from a short to shield. No other notable events or alarms were captured. Excluding the low speed events, the pump appeared to function as intended. A distal-end driveline replacement was performed on (B)(6) 2021 and approximately 21.5¿¿ of the external portion/distal-end of the driveline was returned for evaluation. The returned driveline portion was tested for electrical continuity in the condition that it was received, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. The silicone jacket, bionate cover, and metal braided shield layers were carefully removed to examine the underlying driveline wires. Visual inspection of the wires revealed a breach in the insulation of the black wire approximately 9.0¿¿ from the proximal end of the controller connector. There was evidence of corrosion typically associated with an electrical short. Although a specific cause could not conclusively be determined, the observed damage appeared to be the result of fatigue failure due to repetitive flexing of the lead and abrasion against the metal braided shield. Visual inspection of the remaining wire portions revealed no obvious signs of damage to the wire insulation or the underlying conductors. Following the visual inspection, the returned portion of the driveline was submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. Leakage from the breach in the insulation of the black wire was observed; however, this test did not reveal any additional areas of current leakage in the remaining wires. If the exposed conductors of the black wire contacted the braided shield while the system was operating on a tethered power source such as the power module or mobile power unit, the resulting short to ground would have resulted in the low speed alarms that were confirmed through the submitted log file. Incidental findings: cosmetic damage observed to the silicone jacket of the returned external driveline. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The hmii lvas instructions for use (IFU) (rev. H) is currently available. Section 6 entitled "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Section 4 ¿system monitor¿, section 6 ¿patient care and management¿, and section 8 ¿equipment storage and care¿ provide information on driveline care and cleaning and also discuss damage due to wear and fatigue of the driveline. The driveline should be inspected daily for signs of damage, such as cuts, holes, or tears, and should never be severely bent or kinked. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. The hmii patient handbook (rev. G) is also currently available. Section 4 of the patient handbook, ¿living with the heartmate ii¿, contains information on caring for the driveline. The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged). Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Additionally, section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer's report number: 2916596-2021-07659.